Event description:
Essure caused me a number of health problems due to being 55% nickel (an known toxin and carcinogen to human beings), as well as containing pet fibers. Document number: i1770500a. Report number: 20170728-6feba-2147398604.